Event description:
It was reported that, during the acd, anterior cervical decompression procedure, c-4-5, 5-6 as the surgeon was putting a screw on the driver at the back table, the threads at the end of the driver broke off into the screw. The threads remained in the screw. The surgeon completed the procedure with another instrument without further incident or no adverse event to the patient was noted. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the threaded tip broke and the external thread displayed signs of discoloration. The evaluation confirmed that the lot conformed to specifications and the complaint was indeterminate. The device was manufactured by a third party. Placeholder.